Event description:
It was reported that PICC inserted on 2nd july 2024, on review PICC markings have rubbed off. Clean PICC's with chloraprep. Device is still in situ at this time, no further action taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing catheter markings is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc solo was returned for evaluation. An initial visual observation of the photographs showed the PICC inserted into the patient and secured. The markings are not visible under the clear attachment device. No damage could be seen on the sample in the returned photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC inserted on (B)(6) 2024, on review PICC markings have rubbed off. Clean PICC's with chloraprep. Device is still in situ at this time, no further action taken.